Manufacturer narrative:
Event date: unknown. Additional product code: hwc. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking device at the distal tip for adding the sleeve assembly is jamming on the aiming arm. There was no reported patient or procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was performed. The investigation of the complaint aiming arm has shown that the locking device is stuck when trying to insert into the aiming arm. The reason for that is a metal chip at the surface of the locking device. This could occur when the locking device is inserted incorrectly. The metal chip was removed and a function test was performed by the responsible product manager. The part passed the test. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.